Event description:
It was reported that pump and charging equipment became hot to touch while pump was charging, although no temperature alarms were recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was using tandem charging supplies at time of event, and technical support arranged shipment of replacement charging set; no additional information was received regarding further outcome of event.